Manufacturer narrative:
Blank display due to moisture damage on electronics. Unit had broken reservoir tube lip. The o ring was inside the reservoir compartment. Unit received without original belt clip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and has a blank display. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.